Event description:
It was reported that a black filter was found to be broke off during cleaning at the user facility. No patient involvement, adverse consequences, medical intervention, or delays were reported with this event.

Manufacturer narrative:
The reported event that a round black piece came off of the device was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that a black filter was found to be broke off during cleaning at the user facility. No patient involvement, adverse consequences, medical intervention, or delays were reported with this event.